Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported the patient experienced a decrease in pain relief. The dose of medication from the pump had been higher recently due to the decrease in pain relief. The drugs used in the pump were morphine sulfate 25 mg/ml at 35.003 mg/day, ketamine 1.5 mg/ml at 2.1002 mg/day, sufentanyl 60 mcg/ml at 70.005 mcg/day, fentanyl 250 mcg/ml at 1750.1 mcg/day and bupivacaine 7.5 mg/ml at 10.5008 mg/day. The pump was replaced. The catheter was also replaced (partial). A catheter precipitate study was requested. The patient recovered without sequela.